Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed visual inspection. Found one out of the two sensors with a retracted cannula onto the other side of the sensor base. Unable to confirm if the customer received the sensor in said condition due to customer returned opened/used. Also performed visual inspection to check introducer needles for burrs/hooks, dull needle tip defects, and none were found. Introducer needles passed per specification. Unable to perform insertion complaint due to complaint against sen-serter.

Event description:
It was reported that the customer had an issue with two sensors. The sensors were not sticking to her body. Her blood glucose level was 197 mg/dl. The product was returned. Nothing further to report.